Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2017-00285. It was reported that removal difficulty occurred. The target lesion was located in the proximal to mid left anterior descending artery. An opticross imaging catheter and mach1 guide catheter were used on patient with acute myocardial infarction. During procedure after performing intravascular ultrasound (ivus), the opticross was pulled from the mach1 guide catheter; however, it was noticed that bending was formed in the guidewire and the ivus catheter became stuck. Subsequently, the opticross imaging catheter became caught with the guidewire and it was immovable. The physician encountered resistance during withdrawal. The whole system was removed from the patient. The procedure was completed with another non bsc guide catheter. The procedure was completed with another non bsc guide catheter. No patient complications were reported and the patient's status was good.